Event description:
The customer reported that they received an error on their analyzer. The customer checked the fuses and fuse f3 was found to be blown. The customer then shut down the analyzer and replaced the fuse. The fuse blew again after rebooting the analyzer. It was determined that the f3 fuse holder had melted. No adverse events occurred for this event. The field service representative determined that there was dust debris at the intake of the cooling unit and this was causing the f3 fuse to blow. The fuse holder was damaged while replacing the f3 fuse. The fuse holder, cap, and 10 amp fuse were replaced. The system was booted and initialized. The initialization passed and the system is operational.

Manufacturer narrative:
A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.